Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that retractor band had failed. The field service engineer replaced retractor band on full height drawer 5 and initiated final test for affected drawer via hardware test application in which it passed. Fse recovered medications trapped between cubie pockets, tightened loose front panels, realigned ball bearings on main matrix drawer 6, and realigned ball bearings while installing one new slide bumper on the slide rails for main half height (hh) drawer 2.2. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer had failed. The customer reported that the user was unable to remove the medication for the patient due to the malfunction and the resulting delay in dispensing medication. There were no adverse events or injuries reported due to this event.